Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture surgery, it was discovered that the reaming attachment device was not holding the drill bit devices. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling piece was loose and the ball was missing. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on mechanical components and loctite degradation from normal use and repeated sterilization over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.